Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. When the pump started "going out" the patient started to get migraines. The pump was replaced on 2015 (B)(6).

Manufacturer narrative:
Concomitant product: product ID: 8703w, lot# l58817, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
Information received from a consumer patient receiving bupivacaine (unknown dose/concentration) and morphine (unknown dose and concentration) via an implanted pump. The patient reported they usually have clonidine in the pump with all the other medications but was not sure if they had it now. The patient reported they felt weird. The patient mentioned their medications change a lot and had no idea what they had or when. The indication for use was noted as non-malignant pain. The patient reported a change in therapy effect. The patient stated their pump was "scheduled" to run out soon due to longevity. The patient had not been able to stand up, or "be running around." The patient reported that the pump wasn't doing what is was supposed to do. The patient was told years ago that the pump was programmed to give them little less medication so the patient isn't totally without "towards the end" when the pump is at end of service (eos). The patient noted that the physician did not want to put the mesh in. The patient's healthcare provider (hcp) has told the patient each month to get the pump replaced but they had not straightened out the schedule to do so. (There were no troubleshooting or interventions reported. In addition, the patient outcome unknown. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)